Event description:
At 09:35 pediatric intensive care discovered two sets of red areas located on the pt's right lower abdomen and right flank. This has been the site of the operation. At 10:20 when the circulating nurse went to pediatric intensive care unit to check the areas reportedly had faded. The pediatric intensive care unit head nurse insisted that a report be made, and the suspected electrosurgical unit be evaluated by the bio med dept.